Event description:
It was reported that bilateral venous closure of the right and left common femoral veins (rcfv and lcfv) was attempted with four proglide devices (two access sites in each leg one device per access site) after an atrial fibrillation ablation interventional procedure using four 8f sheaths one in each access site. Reportedly, a cuff miss [suture retrieval issue] occurred with four proglide devices. Hemostasis was achieved with four new proglide devices, one in each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.